Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal history did not match the corresponding programmed basal rates. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: a review of the black box total daily doses added up correctly and reflected the programmed basal rate target. The ¿ez-prime¿ steps were performed correctly. The pump reflected 24 units after a 24 hour duration test at 1 unit per hour. The pump performed within specifications. The alleged ¿inaccurate delivery¿ complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side, and the returned battery cap was undamaged and able to fit.